Event description:
It was reported that during a procedure, including multiple maxillary osteotomies; the bur broke. It was also reported that another bur was available and there were no adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.